Manufacturer narrative:
Required secondary intervention - results: restenosis of pre-existing stent. Conclusion code: restenosis of pre-existing stent. Medtronic has received the device and its evaluation was completed. The procedural guide wire was still present within the device. The z-component had been advanced too far distally over-riding the dock and stop joints. It was caught in the stop and dock joints. The guidewire could not be removed from the device, due to the position of the polyimide within the device and due to hardened blood present in the inner lumen. The black inner member was bunched between the prox distal bond and the pe bond. The distal section of the balloon, the inner shaft marker bands and the distal tip of the device were missing. There was a full radial material detachment in the middle of the balloon working length. The tip tubing on the inner shaft detached at a point distal to the inner shaft attach tip bond that on the intact device would have been located under the distal balloon cone. The inner shaft had retracted and bunched proximally into the outer shaft lumen proximal to the proximal balloon bond. This indicated that during removal that the inner shaft of the device elongated and when the inner shaft broke the shaft coiled back into the outer shaft lumen. Communication from the field indicated that the physician and his scrub nurse inspect all items before use. Resistance was experienced during delivery and withdrawal of the device, from totally occluded lesion (identified as a cto), but it was reported that no force was applied to the device. There was no pressure drop during the procedure indicating that the balloon did not burst during inflation but that the balloon most likely caught in the lesion resulting in balloon material damage. On removal from the patient the damaged balloon material broke and the distal section of the catheter most likely anchored within the vessel. On removal the inner shaft elongated resulting in material detachment. The inner shaft marker bands subsequently slipped off the stretched and elongated inner shaft and remained in the patient as stated in the event description.

Event description:
A 1.5mm diameter x 15mm length sprinter mx2 dilatation balloon catheter was inserted into a patient to pre-dilate a left renal artery lesion. The patient smoked 3 packs of cigarettes a day. The patient had restenosis of a stent in the left renal artery. The stent maker and implantation date are unknown. There was restenosis distal to the stent. The physician was able to cannulate the stent and advanced a support guidewire. The physician then inserted the 1.5 x 12mm sprinter mx2 balloon. Upon withdrawal of the balloon catheter, the distal tip and distal balloon marker separated from the catheter. The detached tip and marker floated to a small branch in the kidney. The physician attempted to snare out the tip but was unsuccessful. Another unknown balloon was used to complete the case. The patient was reported to be fine.